Event description:
Caller reported a malfunction on pump. There was no reported impact to the customer¿s blood glucose level. Due to a bad static connection, cts had difficulty communicating with the customer and left a voicemail for follow-up. Cts attempted follow-ups however customer was not available.